Manufacturer narrative:
The nalu system had been implanted for more than a year before the patient noted any issues. There are no reports of any specific events leading up to the change in therapy. There are no reports of any obvious visual fractures to the components. The explanted system was not retained for examination and is unavailable for testing by the firm to determine the source of the impedance errors.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. On (B)(6) 2025 the patient reported an increase in pain symptoms and testing of the implanted system found both leads to have impedance errors. Imaging was performed and showed no migration. On (B)(6) 2025 a surgical revision was performed to remove the original system and place a new system.